Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Quality control (qc) for the ca method was out of range. The cse confirmed that all probe touch points were clean and all drains were clean and not cracked. The cse replaced wash probe c and wash station filters and verified that all wash probes were clean. The cse ran a system check, which passed. The cse verified that the water purification module was normal and resistivity and temperatures were within acceptable range. The cse ran calibration and qc for the ca method on server 2 and server 1, which produced the same results. The cse ran qc with new reagent lot, and results were at the lower end but within the range. The cause of the discordant, falsely depressed ca results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.